Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product analysis indicated that failure mode was consistent with other devices that had electrical leakage of c5 and c52, the v220 supply filter capacitors. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
This supplemental report is being filed as update from product investigation was received. Boston scientific received information that this pacemaker device had 8.5 years remaining and then had 1.5 years. Boston scientific technical services (ts) requested file for analysis and it showed that the battery diagnostic data indicates that the power consumption of this device has been increasing during the year. Furthermore, the expected power consumption is about 36uw, however this device is currently consuming 152uw and the power consumption is expected to continue to increase. Also, the malfunction appeared consistent with other device that have had continuous average power increases. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this pacemaker device had 8.5 years remaining and then had 1.5 years. Boston scientific technical services (ts) requested file for analysis and it showed that the battery diagnostic data indicates that the power consumption of this device has been increasing during the year. Furthermore, the expected power consumption is about 36uw; however, this device is currently consuming 152uw and the power consumption is expected to continue to increase. Also, the malfunction appeared consistent with other device that have had continuous average power increases. This device was explanted. No additional adverse patient effects were reported.